Event description:
Subsequent to the initially filed emdr reports, the following information was received. Analysis of the returned device found the posterior foot to be separated and not returned. Follow up with the account confirmed that the part was separated outside of the patient and was discarded. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The root cause of the reported difficulty and the subsequent treatment is based on the circumstances of the procedure. In this case, it is likely a cuff miss occurred due to an interaction with patient anatomy or during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: d9 - device available for evaluation updated from no to yes. H6 - type of investigation: code 4115 was removed and code 10 was added.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, no suture was found upon plunger removal as the needles and cuffs did not connect [cuff miss]. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large bore sheath, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) found no associated manufacturing nonconformities issued to the reported lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under separate medwatch report number.